Manufacturer narrative:
The serial # of the device was not reported by the user. The cause of the reported behavior was a malfunction of the power mgr circuit board. The consequence of the malfunction was that power to the display unit was intermittent. The malfunction of the circuit board was determined to be caused by a failed component (u24) on the power board manager board. The affected circuit board was replaced, restoring the heart lung console to full function.

Event description:
During preparation for cardiopulmonary bypass, the heart lung central display intermittently lost power. The display unit was replaced and normal function was restored. There were no adverse consequences to the pt as a result of this event.